Manufacturer narrative:
The pump was received with a blank screen due to moisture damage on the electronic stack. Unable to verify the button error alarm or the button functions due to the blank display. Moisture damage was found on the motor. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, a stained end cap sticker, and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 275 mg/dl. The customer stated that the device was exposed to salt water. The customer was at the beach when the ocean wave rose and overtook her bag with the device inside. The customer stated that after the exposure to moisture the device alarm button error. The customer stated that constant tone is occuring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised we would send replacement. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 275 mg/dl. The customer stated that the device was expose to ocean water. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.